Event description:
It was reported that the insulin pump had multiple error alarms. No further information reported.

Manufacturer narrative:
Insulin pump pass self test. No external ram crc error alarm during testing, however, a software alarm found in the alarm history file due to corrupted history file. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corners, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.